Manufacturer narrative:
No patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the new heartmate 3 (hm3) kit ordered arrived with outer box broken and internal blue hm3 implant kit seal had been cut. The account pulled the kit aside and will return it to abbott as is for analysis. Customer service was called and a new hm3 implant kit was shipped out for next day delivery. No additional kit were required at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the returned kit for heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), confirmed that the top seal was broken. A specific cause for this finding could not be conclusively determined through this evaluation. Inspection of the lvas kit for (B)(6) confirmed that the blue suitcase was previously opened based on the broken sticker seal on the outer box. The packaging of the internal components was also inspected and was unremarkable. No products appeared to be missing from the implant kit. Given the fact that the center did not remove the products from their individual packaging, the packaging was left intact and no functional testing was performed. Review of the device history records for (B)(6) showed no deviations from manufacturing or quality assurance specifications. Although a specific root cause for the seal being broken could not be conclusively determined, this does not appear to be a manufacturing-related issue. The inspection steps that are currently in place would have captured the reported event of the hm3 implant kit seal being broken if the seal was broken while the kit was still within the control of abbott manufacturing. The report that there were additional products (14v batteries, 14v battery clip sets, pocket controller, and apical cuff tools) that were not received by the center could not be confirmed through this evaluation. A review of the relevant customer order number by abbott manufacturing showed that the items shipped to the center as intended. The items not being received by the center does not appear to be a manufacturing-related issue. A specific cause for this reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Review of the left ventricular assist system (lvas) kit shop order showed that manufacturing applied the security label on (B)(6) 2020. Qa inspected for correct labeling and any damage to the suitcase on (B)(6) 2020. The serial/lot numbers of the additional products (14v batteries, 14v battery clip sets, pocket controller, and apical cuff tools) were not provided. Per the manufacturing analysis, these items were shipped to the center as intended, on 14feb2020. The items not being received by the center does not appear to be a manufacturing-related issue. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ of this IFU contains information regarding the unpacking of the hm3 lvas kit. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the heartmate 3 kit ordered by the account arrived with the outer box broken and the internal blue heartmate 3 implant kit seal cut. Other items ordered from abbott were not delivered as expected. The account put the kit aside and planned to return it to abbott as is for analysis. Customer service was called and a new heartmate 3 kit was shipped out for next day delivery. No additional kit was required. The event did not occur during an implant. A new kit was ordered after an implant and the operating room team noted that the outer cardboard brown box looked very damaged. When they opened the inner blue implant kit box, the seal was broken and it appeared open. The replacement items were shipped as free replacements and delivered on 08apr2020 at 9:40 am.